Event description:
In 2008, the sales rep reported that during a surgery, the sales rep knew of a malfunction with the closure top starter, however, could not identify the specific malfunction. Add'l info received two days later, from marketing reported that when they spoke with the sales rep, the instrument was not holding the closure tops during a kit inspection. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a kit inspection. Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device MFR date is unk. Eval is pending upon the return of the product.